Event description:
It was reported that the pump intermittently populated the incorrect blood glucose (bg) value when calculating a bolus. The customer's blood glucose (bg) level ranged from 167-206 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.